Event description:
It was reported that a lead integrity alert (lia) triggered due to t-wave oversensing (twos) post ventricular sense and short ventri cle-ventricle intervals. Reprogramming was performed to change lead polarity to integrated bipolar. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was a participant in the (B)(6) study.